Manufacturer narrative:
Device received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Device received with out original battery cap. Device received with cracked keypad overlay at select button, cracked retainer, scratched case, severally scratched display window and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was not working. Customer states that battery cap was broken. Customer¿s blood glucose was 22mmol/l which was high which was treated manually by insulin pen. Insulin pump will be return for analysis.